Event description:
Pt presented to ER, complaining of dizziness. Pt transported by als to another facility admitted on 08-19-97, to ICU. Interogation by physician revealed the pt's ventricular lead had an outer coil fracture and pt in chronic atrial fibrillation. Ventricular lead relaced on 08-20-97, along with the elective replacement of the generator.